Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1ajql, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1ajql, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was getting shocked for at least 2 months, and they met with a manufacturer representative who told them their battery was leaking and a lead came loose/undone. Patient was getting a device put in next wednesday. No further complications were reported.

Manufacturer narrative:
Product ID 3889-28, lot# va1ajql, implanted: (B)(6) 2016, explanted: (B)(6) 2018. Product type lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. Device code (B)(4), eval code method, eval code-result, and eval code-conclusion apply to interstim ii (serial#(B)(4)) and lead (lot#va1ajql). Patient code (B)(4) and device code (B)(4) apply to lead (lot#va1ajql) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who noted the patient's lead was cutting/showing through their skin so the system was replaced. No further patient complications have been reported as a result of this event.